Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and d and c). At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- ablation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. On an unknown date, the patient experienced pain ("constant pain"), paraesthesia ("tingling in my legs and arms") and hypoaesthesia ("my whole body is numb/numbness in my legs and arms") and was found to have weight increased ("weight just keep piling"). The patient was treated with surgery (ablation and d and c). At the time of the report, the endometrial ablation, pain, paraesthesia, hypoaesthesia and weight increased outcome was unknown. The reporter considered endometrial ablation, hypoaesthesia, pain, paraesthesia and weight increased to be related to essure. The reporter commented: went to my gynecologist two years ago when being 42 years old, six years after essure implantation, thinking I was pre-menopausal, but he said no, to young, without examination and performed an ablation and d&c, I have the most horrible issues since then. Additionally posted in social media: I had ablation and d&c almost two years ago after having essure for about five years. Half time my whole body is numb. Tingling and numbness in my legs are near constant. The weight keeps piling, unfortunately with constant pain I can't do much exercise, even a walk around the block can be too much. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc; based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. On an unknown date, the patient experienced pain ("constant pain"), paraesthesia ("tingling in my legs and arms") and hypoaesthesia ("my whole body is numb/numbness in my legs and arms") and was found to have weight increased ("weight just keep piling"). The patient was treated with surgery (ablation and d and c). At the time of the report, the endometrial ablation, pain, paraesthesia, hypoaesthesia and weight increased outcome was unknown. The reporter considered endometrial ablation, hypoaesthesia, pain, paraesthesia and weight increased to be related to essure. The reporter commented: went to my gynecologist two years ago when being 42 years old, six years after essure implantation, thinking I was pre-menopausal, but he said no, to young, without examination and performed an ablation and d&c, I have the most horrible issues since then. Additionally posted in social media: I had ablation and d&c almost two years ago after having essure for about five years. Half time my whole body is numb. Tingling and numbness in my legs are near constant. The weight keeps piling, unfortunately with constant pain I can't do much exercise, even a walk around the block can be too much. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- ablation. Amendment: the report was amended for the following reason: after reporter name entry was amended, duplicate to record # us-bayer (B)(4) was detected which will be deleted from bayer safety database after all information was transferred, to this duplicate case # us-bayer (B)(4) which will be retained. New: social media reporters were added. New events added: hypoaesthesia, paraesthesia, pain and weight increased. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.